Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported approximately 11 years following an intraocular lens (iol) implant procedure, glistenings were observed. The patient's visual acuity had decreased and had liquefied aftercataract. The lens was exchanged for a different manufacturer's lens. Additional information was requested.

Manufacturer narrative:
The clear lens model was returned inside a non-company lens case (competitor case with the model and information marked out). Solution was dried on the lens. The optic is torn/cut into two portions, typical of an insertion and removal. The optic portions have several areas that are split/cracked including the central optic zone. The optic is also gouged/torn and scratched. The lens was removed from the lens case and cleaned with lphse for further evaluation. The two lens portions were allowed to dry. The optic appears clear. Multiple small areas of damage were observed, including multiple small cracks in the central optic zone and near the edge, small scratches in the central optic zone and small gouged/torn area. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The lens model and associated products are unknown. Without the lens model information and associated products, it cannot be determined if a qualified combination was used. The product investigation could not identify a root cause for the complaint of "glistening, decreased visual acuity (va)". The returned lens was cut into two portions, typical of an insertion and removal. Information in the file indicated that the lens was a model that had been implanted in 2006. This information would indicate the lens has remained implanted in excess of ten years. The returned lens portions were appeared clear after cleaning and air drying. The lens had multiple areas of damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).